Manufacturer narrative:
No ge service was performed. The customer cleared the fault.

Event description:
The customer reported the system trips a circuit breaker when it is powered up. No pt injury was reported.